Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 14mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 14 atmospheres. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination identified no issues or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon tear occurred. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation, it was noted that there was a leak or tear on the balloon. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon tear occurred. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the first inflation, it was noted that there was a leak or tear on the balloon. The device was completely removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.